Event description:
A barostim system was implanted on (B)(6) 2023. The patient experienced a fluid overload and respiratory arrest right after the procedure, and was resuscitated. It was noted the respiratory arrest was caused by receiving too many fluids. The amount of fluids delivered was unavailable. Hospice was called, and the patient's defibrillator deactivated. Later, the defibrillator was reactivated and the patient removed from hospice. The patient experienced fluid accumulation that was noted on (B)(6) 2024 and (B)(6) 2024 that, in the opinion of the physician, was unrelated to barostim. The patient was hospitalized on (B)(6) 2024. The patient passed away on (B)(6) 2024. It was reported that the patient had hit their head, experienced a bleed, and was in a diabetic coma. Home hospice occurred. It was alleged the death was related to the implant surgery.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event at implant was due to the patient receiving too many fluids. Based on the information received, the cause of the death could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. The patient experienced a fluid overload and respiratory arrest right after the procedure, and was resuscitated. It was noted the respiratory arrest was caused by receiving too many fluids. The amount of fluids delivered was unavailable. Hospice was called, and the patient's defibrillator deactivated. Later, the defibrillator was reactivated and the patient removed from hospice. The patient experienced fluid accumulation that was noted on (B)(6) 2024 that, in the opinion of the physician, was unrelated to barostim. The patient was hospitalized on (B)(6) 2024 to receive a PICC line related to their heart failure. The patient did not take their diuretics as prescribed and experienced syncopal episodes with hypokalemia weight loss related to the inappropriate use of diuretics on (B)(6) 2024. It was reported that the patient had hit their head, experienced a bleed, and was in a diabetic coma. Home hospice occurred. The patient passed away on (B)(6) 2024. Per the opinion of the physician, the hospitalization on (B)(6) 2024 and the patient's death were related to exacerbation of the patient's pre-existing heart failure and was not related to the barostim system.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event at implant was due to the patient receiving too many fluids. Per the opinion of the physician, the hospitalization on (B)(6) 2024 and the patient's death were related to exacerbation of the patient's pre-existing heart failure and were not related to the barostim system. Cvrx ID# (B)(4).